Event description:
Follow up information received reported that the patient's ins was in the overdischarge condition because, he went several months without recharging. Nothing further was heard regarding the results of the x-rays. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a battery overdischarge followed by a physician mode recharge (pmr), after which the patient received no stimulation. All therapy impedances were measured to be greater than 20,000 ohms. An x-ray was ordered to determine lead position but results not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead; model: 377760, lot#: v012710, implanted: 2006 (B)(6), explanted: na. Lead: model: 377760, lot#: v012784, implanted: 2006 (B)(6), explanted: na. Programmer: model: 37742, serial#: (B)(4). Recharger: model: 37752, serial#: (B)(4).